Manufacturer narrative:
This report is submitted on july 21, 2023.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, due to migration of the electrode array. Neural response telemetry and hardware exchange attempts were made; however, no measurements were obtained and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Correction b4: the correct date of awareness for the initial report (B)(4) is (B)(6), 2023; not (B)(6), 2023, as previously reported. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Correction b5: the previous or initial MDR submitted on july 21, 2023, was filed inadvertently. No migrartion occurred. This report is submitted on february 27, 2024.